Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted as the customer used insulin injections to deliver the bolus after the occlusion. The customer performed a system check and the infusion set site appeared to possibly be the cause of the occlusion; however, when another tandem pump was used with the same site, there was no occlusion. The customer had insulin injections to manage diabetes, if needed.